Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient¿s concern with the product". Healthcare professional later reported "capsular contracture baker grade unknown". This record is for the right side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1; d4; d9; h3; h4; h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient¿s concern with the product". Healthcare professional later reported "capsular contracture baker grade unknown". This record is for the right side. The device has been explanted and replaced.